Event description:
A report was received that a pt was experiencing pain at the pocket site and the pain was not consistent with the stimulation. The physician has recommended that the pt undergo a pocket revision procedure.